Event description:
Rptr has found out she has a natural rubber latex allergy. Rptr is allergic to latex. The powdered latex gloves rptr used while a surgical technologist, are responsible for their occupational asthma and type 1 reaction to natural rubber latex. Rptr has experienced anaphylaxis and now disabled due to the allergy. Rptr's illnesses can be traced back as far as 1976 but the most life threatening illnesses occurred from 1988 to 1995. Rptr was diagnosed per pt history in feb. Of 1995.